Event description:
The customer stated that she received blood glucose readings that was higher than usual. While troubleshooting, she performed control tests and received results of 530 and 462 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.